Manufacturer narrative:
In order for the amsco 5052 single chamber washer/disinfector's door to close, the operator has to manually engage the door close button. Section 1 of operator manual for the amsco 5052 single chamber washer/disinfector states, "if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open before removing obstruction." The investigation of this event is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported an employee sustained an injury when the door on their amsco 5052 single chamber washer/disinfector closed on the employee's finger. The employee sought medical treatment for the reported injury.

Manufacturer narrative:
A steris service technician was onsite performing service activity on another piece of equipment when facility personnel made him aware of an event that occurred previously on one of their washers. A steris account manager then made multiple attempts to obtain additional information regarding the reported injury and to offer in-service training however, the user facility would not respond.